Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (haemorrhage). Conclusions: inherent risk of procedure ¿ (haemorrhage). (B)(4).

Event description:
One endeavor sprint drug eluting stent was implanted during the index procedure in the lad. Approximately 28 months post index procedure, melena was observed in patient and asa was stopped. Investigator did not assess if the event was related to the study device. It is reported that the patient expired approximately 34 months post index procedure. Cause of death was liver cancer. Investigator assess the event was not related to the study device.